Manufacturer narrative:
A3: patient gender not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the patient with known outflow graft stenosis had ongoing intermittent low flow alarms and frequent pulsatility index (pi) events. Log files were submitted for review and captured low flow alarms on (B)(6) 2024 at 15:05 and (B)(6) 2024 at 12:29. The patient had additional low flow alarms and a near syncopal event. Follow-up log files were submitted for review and confirmed the low flow events on 23july2024 from 17:47 until 17:58. It was additionally reported that the patient underwent an outflow graft decompression on 29july2024. Additional log files were submitted for review and captured low flow events on 29july2024. Starting at 11:56 on (B)(6) 2024 the flow recovered and no further low flows were noted. The cause of the low flows was confirmed to be due to outflow graft stenosis and the alarms resolved with the outflow graft decompression. The patient was noted to be stable. Additional log files were submitted for review which were mostly filled with pi events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log files. According to the account, the low flows were due to outflow graft stenosis. A direct correlation between (B)(6) and the reported outflow graft stenosis could not conclusively be determined. Log file data from the reported event dates of 22jul2024 and 23jul2024 were reviewed. A total of 6 low flow alarms were captured due to the estimated pump flow falling below the low flow alarm threshold of 2.5 liters per minute (lpm) for more than 10 seconds. No other notable events were captured, and the pump appeared to have been operating as intended at the fixed speed. Per additional information, the low flow alarms were due to outflow graft stenosis and resolved following an outflow graft revision on (B)(6) 2024. The patient remains ongoing on (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Additionally, the IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.